Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081998) on 21-dec-2018. The most recent information was received on 25-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pains"), reynold's syndrome ("raynauds -mental issue"), autoimmune disorder ("autoimmune-like symptoms") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included attention impaired on (B)(6) 2016, bipolar depression on (B)(6) 2016, obsessive-compulsive disorder on (B)(6) 2016, shoulder pain on (B)(6) 2016 and thyroidectomy on (B)(6) 2016. Previously administered products included for an unreported indication: sertraline from (B)(6) 2016 to (B)(6) 2019, ibuprofen from (B)(6) 2018 to (B)(6) 2019, trazodone from (B)(6) 2018 to (B)(6) 2019, ziprasidone from (B)(6) 2018 to (B)(6) 2019, gabapentin from (B)(6) 2016 to (B)(6) 2019, levothyroxine from (B)(6) 2016 to (B)(6) 2019, lithium from (B)(6) 2016 to (B)(6) 2019, methylphenidate from (B)(6) 2016 to (B)(6) 2019, risperidone from (B)(6) 2016 to (B)(6) 2019, oxycodone from (B)(6) 2018 to (B)(6) 2019, gabapentin from (B)(6) 2017 to (B)(6) 2019, calcium carbonate from (B)(6) 2018 to (B)(6) 2019, tramadol from (B)(6) 2018 to (B)(6) 2019, duloxetine from (B)(6) 2018 to (B)(6) 2019, lorazepam from (B)(6) 2018 to (B)(6) 2019, fluoxetine on (B)(6) 2012, ferrous sulfate on (B)(6) 2012, docusate on (B)(6) 2012 and acetaminophen on (B)(6) 2012. Concurrent conditions included pain in arm since (B)(6) 2016, chest pain since (B)(6) 2016, axillary pain since (B)(6) 2016, mammogram since (B)(6) 2016, numbness since (B)(6) 2016, neck pain since (B)(6) 2016, smoker since (B)(6) 2016, lung cancer since (B)(6) 2016, shoulder pain since (B)(6) 2016, chest x-ray abnormal since (B)(6) 2016, acromioclavicular (joint) (ligament) sprain since (B)(6) 2016, tendinopathy since (B)(6) 2016, sternoclavicular (joint) (ligament) sprain since (B)(6) 2016, tendonitis since (B)(6) 2016, abdominal pain since (B)(6) 2016, paraesthesia since (B)(6) 2016, feeling swollen since (B)(6) 2016, cough since (B)(6) 2016, thoracic spine degeneration since (B)(6) 2016, pleural scarring since (B)(6) 2016, scalp rash since (B)(6) 2016, sinus congestion since (B)(6) 2016, pain sacroiliac, fatigue since (B)(6) 2017, constipation since (B)(6) 2017, palpitation since (B)(6) 2017, abdominal pain upper since (B)(6) 2017, thyroidectomy since (B)(6) 2017, leg cramps since (B)(6) 2017, gastric operation since (B)(6) 2017, appetite absent since (B)(6) 2017, anemia since (B)(6) 2017, epigastric pain since (B)(6) 2017, bacterial vaginosis since (B)(6) 2017, anemia since (B)(6) 2017, vaginal irritation since (B)(6) 2017, gallstones since (B)(6) 2019, neuropathy since (B)(6) 2016, muscle spasm since (B)(6) 2016, jaw pain since (B)(6) 2016, esophageal dysphagia since (B)(6) 2016, hypothyroidism postoperative since (B)(6) 2016, urinary incontinence since (B)(6) 2016, breast biopsy since (B)(6) 2018, colonoscopy since (B)(6) 2018 and paratubal cyst since (B)(6) 2018. Concomitant products included calcium carbonate, duloxetine, gabapentin, ibuprofen, levothyroxine, lithium, lorazepam, methylphenidate, risperidone, sertraline, tramadol, trazodone and ziprasidone. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), reynold's syndrome (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy periods"), swelling ("swelling in entire right side"), pain in extremity ("sores on hands, leg pain"), memory impairment ("memory issues"), feeling abnormal ("brain fog"), skin lesion ("sores on my head/ head broke out in sores"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), arthralgia ("pain right hip"), inflammation ("right side inflammation") and mental disorder ("mental issue"). The patient was treated with surgery (underwent laparoscopic salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, reynold's syndrome, autoimmune disorder, genital haemorrhage, menorrhagia, swelling, pain in extremity, memory impairment, feeling abnormal, skin lesion, urinary tract disorder, allergy to metals, arthralgia, inflammation and mental disorder outcome was unknown. The reporter provided no causality assessment for allergy to metals, autoimmune disorder, dyspareunia, feeling abnormal, memory impairment, menorrhagia, pain in extremity, pelvic pain, reynold's syndrome, skin lesion, swelling and urinary tract disorder with essure. The reporter considered arthralgia, genital haemorrhage, inflammation and mental disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2012: tubal ostia normal in appearance. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record; urinary tract disorder, nickel sensitivity, dyspareunia, pain right hip, right side inflammation, pain, right-sided chest and arm pain. Most recent follow-up information incorporated above includes: on 25-feb-2019: pfs and mr received. Events : urinary tract disorder, nickel sensitivity, dyspareunia, pain right hip, right side inflammation, mental issue, bleeding, autoimmune-like symptoms was added. Medical history and concomitant condition and medication was added. Lab data was added. Reporters information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081998) on 21-dec-2018. The most recent information was received on 28-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pains'), reynold's syndrome ('raynauds -mental issue'), autoimmune disorder ('autoimmune-like symptoms'), genital haemorrhage ('bleeding') and oophorectomy ('oophorectomy') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast biopsy on (B)(6)2018, attention impaired on (B)(6)2016, bipolar depression on (B)(6)2016, obsessive-compulsive disorder on (B)(6)2016, shoulder pain on (B)(6)2016, thyroidectomy on (B)(6)2016 and colonoscopy. Previously administered products included for an unreported indication: sertraline from (B)(6)2016 to (B)(6)2020, ibuprofen from (B)(6)2018 to (B)(6)2020, trazodone from (B)(6)2018 to (B)(6)2020, ziprasidone from (B)(6)2018 to (B)(6)2020, gabapentin from (B)(6)2016 to (B)(6)2020, levothyroxine from (B)(6)2016 to (B)(6)2020, lithium from (B)(6)2016 to (B)(6)2020, methylphenidate from (B)(6)2016 to (B)(6)2020, risperidone from (B)(6)2016 to (B)(6)2020, oxycodone from (B)(6)2018 to (B)(6)2020, gabapentin from (B)(6)2017 to (B)(6)2020, calcium carbonate from (B)(6)2018 to (B)(6)2020, tramadol from (B)(6)2018 to (B)(6)2020, duloxetine from (B)(6)2018 to (B)(6)2020, lorazepam from (B)(6)2018 to (B)(6)2020, fluoxetine on (B)(6)2012, ferrous sulfate on (B)(6)2012, docusate on (B)(6)2012 and acetaminophen on (B)(6)2012. Concurrent conditions included anemia since (B)(6)2017, epigastric pain since (B)(6)2017, bacterial vaginosis since (B)(6)2017, anemia since (B)(6)2017, vaginal irritation since (B)(6)2017, fatigue since (B)(6)2017, constipation since (B)(6)2017, palpitation since (B)(6)2017, abdominal pain upper since (B)(6)2017, thyroidectomy since (B)(6)2017, leg cramps since (B)(6)2017, gastric operation since (B)(6)2017, appetite absent since (B)(6)2017, scalp rash since (B)(6)2016, sinus congestion since (B)(6)2016, neuropathy since (B)(6)2016, muscle spasm since (B)(6)2016, jaw pain since (B)(6)2016, esophageal dysphagia since (B)(6)2016, hypothyroidism postoperative since (B)(6)2016, urinary incontinence since (B)(6)2016, pain in arm since (B)(6)2016, chest pain since (B)(6)2016, axillary pain since (B)(6)2016, mammogram since (B)(6)2016, numbness since (B)(6)2016, neck pain since (B)(6)2016, smoker since (B)(6)2016, lung cancer since (B)(6)2016, shoulder pain since (B)(6)2016, chest x-ray abnormal since (B)(6)2016, acromioclavicular (joint) (ligament) sprain since (B)(6)2016, tendon calcification since (B)(6)2016, sternoclavicular (joint) (ligament) sprain since (B)(6)2016, tendonitis since (B)(6)2016, abdominal pain since (B)(6)2016, paraesthesia since (B)(6)2016, feeling swollen since (B)(6)2016, cough since (B)(6)2016, thoracic spine degeneration since (B)(6)2016, pleural scarring since (B)(6)2016, pain sacroiliac, gallstones and paratubal cyst. Concomitant products included calcium carbonate, duloxetine, gabapentin, ibuprofen, levothyroxine, lithium, lorazepam, methylphenidate, risperidone, sertraline, tramadol, trazodone and ziprasidone. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), reynold's syndrome (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy periods"), swelling ("swelling in entire right side"), pain in extremity ("sores on hands, leg pain"), memory impairment ("memory issues"), feeling abnormal ("brain fog"), skin lesion ("sores on my head/ head broke out in sores"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), arthralgia ("pain right hip"), inflammation ("right side inflammation"), mental disorder ("mental issue") and device dislocation ("migration") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (underwent laproscopic salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, reynold's syndrome, autoimmune disorder, genital haemorrhage, menorrhagia, swelling, pain in extremity, memory impairment, feeling abnormal, skin lesion, urinary tract disorder, allergy to metals, arthralgia, inflammation, mental disorder, device dislocation and oophorectomy outcome was unknown. The reporter provided no causality assessment for allergy to metals with essure. The reporter considered arthralgia, autoimmune disorder, device dislocation, dyspareunia, feeling abnormal, genital haemorrhage, inflammation, memory impairment, menorrhagia, mental disorder, oophorectomy, pain in extremity, pelvic pain, reynold's syndrome, skin lesion, swelling and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6)2012: tubal ostia normal in appearance. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record; urinary tract disorder, nickel sensitivity, dyspareunia, pain right hip, right side inflammation, pain, right-sided chest and arm pain. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received- new event migration and oophorectomy was added. Reporters were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pains') and oophorectomy ('oophorectomy') in an adult female patient who had essure (batch no. A22173) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast biopsy on (B)(6) 2018, attention impaired on (B)(6) 2016, bipolar depression on (B)(6) 2016, obsessive-compulsive disorder on (B)(6) 2016, shoulder pain on (B)(6) 2016, thyroidectomy on (B)(6) 2016 and colonoscopy. Previously administered products included for an unreported indication: sertraline from (B)(6) 2016 to (B)(6) 2020, ibuprofen from (B)(6) 2018 to (B)(6) 2020, trazodone from (B)(6) 2018 to (B)(6) 2020, ziprasidone from (B)(6) 2018 to (B)(6) 2020, gabapentin from (B)(6) 2016 to (B)(6) 2020, levothyroxine from (B)(6) 2016 to (B)(6) 2020, lithium from (B)(6) 2016 to (B)(6) 2020, methylphenidate from (B)(6) 2016 to (B)(6) 2020, risperidone from (B)(6) 2016 to (B)(6) 2020, oxycodone from (B)(6) 2018 to (B)(6) 2020, gabapentin from (B)(6) 2017 to (B)(6) 2020, calcium carbonate from (B)(6) 2018 to (B)(6) 2020, tramadol from (B)(6) 2018 to (B)(6) 2020, duloxetine from (B)(6) 2018 to (B)(6) 2020, lorazepam from (B)(6) 2018 to (B)(6) 2020, fluoxetine on (B)(6) 2012, ferrous sulfate on (B)(6) 2012, docusate on (B)(6) 2012 and acetaminophen on (B)(6) 2012. Concurrent conditions included anemia since (B)(6) 2017, epigastric pain since (B)(6) 2017, bacterial vaginosis since (B)(6) 2017, anemia since (B)(6) 2017, vaginal irritation since (B)(6) 2017, fatigue since (B)(6) 2017, constipation since (B)(6) 2017, palpitation since (B)(6) 2017, abdominal pain upper since (B)(6) 2017, thyroidectomy since (B)(6) 2017, leg cramps since (B)(6) 2017, gastric operation since (B)(6) 2017, appetite absent since (B)(6) 2017, scalp rash since (B)(6) 2016, sinus congestion since (B)(6) 2016, neuropathy since (B)(6) 2016, muscle spasm since (B)(6) 2016, jaw pain since (B)(6) 2016, esophageal dysphagia since (B)(6) 2016, hypothyroidism postoperative since (B)(6) 2016, urinary incontinence since (B)(6) 2016, pain in arm since (B)(6) 2016, chest pain since (B)(6) 2016, axillary pain since (B)(6) 2016, mammogram since (B)(6) 2016, numbness since (B)(6) 2016, neck pain since (B)(6) 2016, smoker since (B)(6) 2016, lung cancer since (B)(6) 2016, shoulder pain since (B)(6) 2016, chest x-ray abnormal since (B)(6) 2016, acromioclavicular (joint) (ligament) sprain since (B)(6) 2016, tendon calcification since (B)(6) 2016, sternoclavicular (joint) (ligament) sprain since (B)(6) 2016, tendonitis since (B)(6) 2016, abdominal pain since (B)(6) 2016, paraesthesia since (B)(6) 2016, feeling swollen since (B)(6) 2016, cough since (B)(6) 2016, thoracic spine degeneration since (B)(6) 2016, pleural scarring since (B)(6) 2016, pain sacroiliac, gallstones and paratubal cyst. Concomitant products included calcium carbonate, duloxetine, gabapentin, ibuprofen, levothyroxine, lithium, lorazepam, methylphenidate, risperidone, sertraline, tramadol, trazodone and ziprasidone. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), reynold's syndrome ("raynauds -mental issue"), autoimmune disorder ("autoimmune-like symptoms"), genital haemorrhage ("bleeding"), menorrhagia ("heavy periods"), swelling ("swelling in entire right side"), pain in extremity ("sores on hands, leg pain"), memory impairment ("memory issues"), feeling abnormal ("brain fog"), skin lesion ("sores on my head/ head broke out in sores"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), arthralgia ("pain right hip"), inflammation ("right side inflammation"), mental disorder ("mental issue") and device dislocation ("migration") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (underwent laparoscopic salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, reynold's syndrome, autoimmune disorder, genital haemorrhage, menorrhagia, swelling, pain in extremity, memory impairment, feeling abnormal, skin lesion, urinary tract disorder, allergy to metals, arthralgia, inflammation, mental disorder, device dislocation and oophorectomy outcome was unknown. The reporter provided no causality assessment for allergy to metals with essure. The reporter considered arthralgia, autoimmune disorder, device dislocation, dyspareunia, feeling abnormal, genital haemorrhage, inflammation, memory impairment, menorrhagia, mental disorder, oophorectomy, pain in extremity, pelvic pain, reynold's syndrome, skin lesion, swelling and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2012: tubal ostia normal in appearance.. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record; urinary tract disorder, nickel sensitivity, dyspareunia, pain right hip, right side inflammation, pain, right-sided chest and arm pain. Lot number: a22173, manufacturing date: 2012-06, expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081998) on 21-dec-2018. The most recent information was received on 27-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pains'), reynold's syndrome ('raynauds -mental issue'), autoimmune disorder ('autoimmune-like symptoms'), genital haemorrhage ('bleeding') and oophorectomy ('oophorectomy') in an adult female patient who had essure (batch no. A22173) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast biopsy on (B)(6) 2018, attention impaired on (B)(6) 2016, bipolar depression on (B)(6) 2016, obsessive-compulsive disorder on (B)(6) 2016, shoulder pain on (B)(6) 2016, thyroidectomy on (B)(6) 2016 and colonoscopy. Previously administered products included for an unreported indication: sertraline from (B)(6) 2016 to (B)(6) 2020, ibuprofen from (B)(6) 2018 to (B)(6) 2020, trazodone from (B)(6) 2018 to (B)(6) 2020, ziprasidone from (B)(6) 2018 to (B)(6) 2020, gabapentin from (B)(6) 2016 to (B)(6) 2020, levothyroxine from (B)(6) 2016 to (B)(6) 2020, lithium from (B)(6) 2016 to (B)(6) 2020, methylphenidate from (B)(6) 2016 to (B)(6) 2020, risperidone from (B)(6) 2016 to (B)(6) 2020, oxycodone from (B)(6) 2018 to (B)(6) 2020, gabapentin from (B)(6) 2017 to (B)(6) 2020, calcium carbonate from (B)(6) 2018 to (B)(6) 2020, tramadol from (B)(6) 2018 to (B)(6) 2020, duloxetine from (B)(6) 2018 to (B)(6) 2020, lorazepam from (B)(6) 2018 to (B)(6) 2020, fluoxetine on (B)(6) 2012, ferrous sulfate on (B)(6) 2012, docusate on (B)(6) 2012 and acetaminophen on (B)(6) 2012. Concurrent conditions included anemia since (B)(6) 2017, epigastric pain since (B)(6) 2017, bacterial vaginosis since (B)(6) 2017, anemia since (B)(6) 2017, vaginal irritation since (B)(6) 2017, fatigue since (B)(6) 2017, constipation since (B)(6) 2017, palpitation since (B)(6) 2017, abdominal pain upper since (B)(6) 2017, thyroidectomy since (B)(6) 2017, leg cramps since (B)(6) 2017, gastric operation since (B)(6) 2017, appetite absent since (B)(6) 2017, scalp rash since (B)(6) 2016, sinus congestion since (B)(6) 2016, neuropathy since (B)(6) 2016, muscle spasm since (B)(6) 2016, jaw pain since (B)(6) 2016, esophageal dysphagia since (B)(6) 2016, hypothyroidism postoperative since (B)(6) 2016, urinary incontinence since (B)(6) 2016, pain in arm since (B)(6) 2016, chest pain since (B)(6) 2016, axillary pain since (B)(6) 2016, mammogram since (B)(6) 2016, numbness since (B)(6) 2016, neck pain since (B)(6) 2016, smoker since (B)(6) 2016, lung cancer since (B)(6) 2016, shoulder pain since (B)(6) 2016, chest x-ray abnormal since (B)(6) 2016, acromioclavicular (joint) (ligament) sprain since (B)(6) 2016, tendon calcification since (B)(6) 2016, sternoclavicular (joint) (ligament) sprain since (B)(6) 2016, tendonitis since (B)(6) 2016, abdominal pain since (B)(6) 2016, paraesthesia since (B)(6) 2016, feeling swollen since (B)(6) 2016, cough since (B)(6) 2016, thoracic spine degeneration since (B)(6) 2016, pleural scarring since (B)(6) 2016, pain sacroiliac, gallstones and paratubal cyst. Concomitant products included calcium carbonate, duloxetine, gabapentin, ibuprofen, levothyroxine, lithium, lorazepam, methylphenidate, risperidone, sertraline, tramadol, trazodone and ziprasidone. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), reynold's syndrome (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy periods"), swelling ("swelling in entire right side"), pain in extremity ("sores on hands, leg pain"), memory impairment ("memory issues"), feeling abnormal ("brain fog"), skin lesion ("sores on my head/ head broke out in sores"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), arthralgia ("pain right hip"), inflammation ("right side inflammation"), mental disorder ("mental issue") and device dislocation ("migration") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (underwent laproscopic salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, reynold's syndrome, autoimmune disorder, genital haemorrhage, menorrhagia, swelling, pain in extremity, memory impairment, feeling abnormal, skin lesion, urinary tract disorder, allergy to metals, arthralgia, inflammation, mental disorder, device dislocation and oophorectomy outcome was unknown. The reporter provided no causality assessment for allergy to metals with essure. The reporter considered arthralgia, autoimmune disorder, device dislocation, dyspareunia, feeling abnormal, genital haemorrhage, inflammation, memory impairment, menorrhagia, mental disorder, oophorectomy, pain in extremity, pelvic pain, reynold's syndrome, skin lesion, swelling and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2012: tubal ostia normal in appearance. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record; urinary tract disorder, nickel sensitivity, dyspareunia, pain right hip, right side inflammation, pain, right-sided chest and arm pain. Most recent follow-up information incorporated above includes: on 27-jul-2020: medical records received : essure lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pains'), reynold's syndrome ('raynauds -mental issue'), autoimmune disorder ('autoimmune-like symptoms'), genital haemorrhage ('bleeding') and oophorectomy ('oophorectomy') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast biopsy on (B)(6) 2018, attention impaired on (B)(6) 2016, bipolar depression on (B)(6) 2016, obsessive-compulsive disorder on (B)(6) 2016, shoulder pain on (B)(6) 2016, thyroidectomy on (B)(6) 2016 and colonoscopy. Previously administered products included for an unreported indication: sertraline from (B)(6) 2016 to (B)(6) 2020, ibuprofen from (B)(6) 2018 to (B)(6) 2020, trazodone from (B)(6) 2018 to (B)(6) 2020, ziprasidone from (B)(6) 2018 to (B)(6) 2020, gabapentin from (B)(6) 2016 to (B)(6) 2020, levothyroxine from (B)(6) 2016 to (B)(6) 2020, lithium from (B)(6) 2016 to (B)(6) 2020, methylphenidate from (B)(6) 2016 to (B)(6) 2020, risperidone from (B)(6) 2016 to (B)(6) 2020, oxycodone from (B)(6) 2018 to (B)(6) 2020, gabapentin from (B)(6) 2017 to (B)(6) 2020, calcium carbonate from (B)(6) 2018 to (B)(6) 2020, tramadol from 17-oct-2018 to 24-jul-2020, duloxetine from (B)(6) 2018 to (B)(6) 2020, lorazepam from (B)(6) 2018 to (B)(6) 2020, fluoxetine on (B)(6) 2012, ferrous sulfate on (B)(6) 2012, docusate on (B)(6) 2012 and acetaminophen on (B)(6) 2012. Concurrent conditions included anemia since (B)(6) 2017, epigastric pain since (B)(6) 2017, bacterial vaginosis since (B)(6) 2017, anemia since (B)(6) 2017, vaginal irritation since (B)(6) 2017, fatigue since (B)(6) 2017, constipation since (B)(6) 2017, palpitation since (B)(6) 2017, abdominal pain upper since (B)(6) 2017, thyroidectomy since (B)(6) 2017, leg cramps since (B)(6) 2017, gastric operation since (B)(6) 2017, appetite absent since (B)(6) 2017, scalp rash since (B)(6) 2016, sinus congestion since (B)(6) 2016, neuropathy since (B)(6) 2016, muscle spasm since (B)(6) 2016, jaw pain since (B)(6) 2016, esophageal dysphagia since (B)(6) 2016, hypothyroidism postoperative since (B)(6) 2016, urinary incontinence since 4-aug-2016, pain in arm since (B)(6) 2016, chest pain since (B)(6) 2016, axillary pain since (B)(6) 2016, mammogram since (B)(6) 2016, numbness since (B)(6) 2016, neck pain since (B)(6) 2016, smoker since (B)(6) 2016, lung cancer since (B)(6) 2016, shoulder pain since (B)(6) 2016, chest x-ray abnormal since (B)(6) 2016, acromioclavicular (joint) (ligament) sprain since (B)(6) 2016, tendon calcification since (B)(6) 2016, sternoclavicular (joint) (ligament) sprain since (B)(6) 2016, tendonitis since (B)(6) 2016, abdominal pain since (B)(6) 2016, paraesthesia since (B)(6) 2016, feeling swollen since (B)(6) 2016, cough since (B)(6) 2016, thoracic spine degeneration since (B)(6) 2016, pleural scarring since (B)(6) 2016, pain sacroiliac, gallstones and paratubal cyst. Concomitant products included calcium carbonate, duloxetine, gabapentin, ibuprofen, levothyroxine, lithium, lorazepam, methylphenidate, risperidone, sertraline, tramadol, trazodone and ziprasidone. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), reynold's syndrome (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy periods"), swelling ("swelling in entire right side"), pain in extremity ("sores on hands, leg pain"), memory impairment ("memory issues"), feeling abnormal ("brain fog"), skin lesion ("sores on my head/ head broke out in sores"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), arthralgia ("pain right hip"), inflammation ("right side inflammation"), mental disorder ("mental issue") and device dislocation ("migration") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (underwent laproscopic salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, reynold's syndrome, autoimmune disorder, genital haemorrhage, menorrhagia, swelling, pain in extremity, memory impairment, feeling abnormal, skin lesion, urinary tract disorder, allergy to metals, arthralgia, inflammation, mental disorder, device dislocation and oophorectomy outcome was unknown. The reporter provided no causality assessment for allergy to metals with essure. The reporter considered arthralgia, autoimmune disorder, device dislocation, dyspareunia, feeling abnormal, genital haemorrhage, inflammation, memory impairment, menorrhagia, mental disorder, oophorectomy, pain in extremity, pelvic pain, reynold's syndrome, skin lesion, swelling and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2012: tubal ostia normal in appearance. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record; urinary tract disorder, nickel sensitivity, dyspareunia, pain right hip, right side inflammation, pain, right-sided chest and arm pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 21-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pains") and reynold's syndrome ("reynauds") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), reynold's syndrome (seriousness criterion medically significant), menorrhagia ("heavy periods"), swelling ("swelling in entire right side"), pain in extremity ("sores on hands"), memory impairment ("memory issues"), feeling abnormal ("brain fog") and skin lesion ("sores on my head"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, reynold's syndrome, menorrhagia, swelling, pain in extremity, memory impairment, feeling abnormal and skin lesion outcome was unknown. The reporter provided no causality assessment for feeling abnormal, memory impairment, menorrhagia, pain in extremity, pelvic pain, reynold's syndrome, skin lesion and swelling with essure. The reporter commented: ¿an intervention was mentioned but not specified and/or assigned to one of the events¿. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.